Manufacturer narrative:
The device was returned to the manufacturer for repair. The service record indicates the device is four years old and was last serviced on (B)(4) 2009. A visual inspection found the head and control bar were nicked/scratched and the thickness lever was loose. In addition, the device was found to be out of calibration at the graft positions. The cause of the reported issue is due to the damaged parts, the device was out of calibration and a lack, of preventive maintenance the device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome was "shredding the skin". Additional clinical follow up with the hospital on (B)(6) 2011 indicated that the harvested graft was incomplete and was not one smooth uniform piece of tissue. It was unusable and the surgeon lengthened initial graft site to obtain an additional graft harvest.